Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/05/2014 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the down arrow, ok, and contrast keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under the ok and contrast key contacts. Unrelated to the complaint, evaluation revealed that the display was dim/faded and the display text was discolored. Also unrelated to the complaint, evaluation revealed that the audio bolus button was difficult to push and the button cover was torn.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/ unresponsive) issue. The distributor alleged that the display was frozen or was unresponsive to button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.